Manufacturer narrative:
This event occurred on an unspecified date in september 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty seven (37) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had issues with the clamps that will not close and when they do close, they then pop off. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 08, 2020 - may 11, 2020. H10: the actual samples were not available and therefore could not be evaluated; however, three (3) companion samples were received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The clamps were evaluated which observed that it took excessive force to snap and shut the clamp and the clamps remained closed. The reported condition was verified. The cause of the condition is a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.